Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: (B)(6), 300-30-09 - equinoxe preserve stem 9mm, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 320-31-36 - glenosphere, 36mm, (B)(6), 320-35-01 - small glenoid plate, (B)(6), 321-52-07 - 3.2mm drill bit sterile, (B)(6), 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack, (B)(6), 322-10-00 - humeral adapter tray, +0, (B)(6), 322-36-00 - 145-deg pe 36mm hum liner +0. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 1 year post the initial left reverse total shoulder arthroplasty, and following a second dislocation, the patient was revised. The surgeon re-implanted a 36 +4 sphere with locking screw, a +5 humeral tray, and a 36 +0 liner. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.